Manufacturer narrative:
Date of event: the exact event date was not provided, it was reported that the event occurred in (B)(6) 2017.

Event description:
It was reported that during a prostate procedure, the fiber tip broke away. Patient outcome: "fine", there was no injury reported. No additional event information is known or currently available.